Event description:
It was reported that the procedure was performed to treat a moderately tortuous and heavily calcified lesion in the mid circumflex artery. The 2.5x15mm xience skypoint stent delivery system (sds) was loaded onto an unknown guide wire; however, the sds froze on the guide wire before reaching the patient anatomy. Since the sds would not advance on the guide wire an attempt to remove the sds was made, but it was stuck. Force was applied to remove it and the distal shaft separated. The distal shaft was removed from the guide wire with force and the procedure was successfully completed with the same guide wire and a new 2.5x15mm xience skypoint stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft separation was confirmed. The reported difficulty to advance and remove from the guide wire could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely the device interacted with the guide wire in combination with blood and/or other contaminates during advancement causing the reported difficulty to advance. The device was then removed; however, continued interaction with the guide wire caused the reported difficulty removing the stent delivery system resulting in the reported shaft separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.